Event description:
Patient complained of "shocking feeling" with the current device and lead. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that the patient was doing much better.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0suy2, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).